Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve calcification was confirmed based on medical record provided. According to an edwards lifesciences technical summary, evaluation of reported complaints of calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, a patient with a 26mm sapien 3 ultra aortic valve underwent a valve-in-valve procedure after 1 year and 10 months due to stenosis and regurgitation. CT findings confirmed significant calcification of the aortic valve. The patient had covid shortly after original valve placement and deterioration followed. A sapien 3 ultra resilia valve was implanted successfully.

Manufacturer narrative:
Investigation is ongoing.